Event description:
Procedure type: pneumonostomy procedure. According to the reporter: the surgeon was performing a pneumonectomy procedure when he fired the ta 30v across the pulmonary artery (pa). He told the sales rep that after firing the ta 30v he cut the pa and at the distal end of the stapler, is where the bleeding occurred. The pt required three units of blood. He said he controlled the bleeding then over sewed the staple line. No pt injury was reported. Further info was sought, but no responses were received. Pt underwent treatment for pelvic organ prolapse and other symptoms. The pt experienced pain, injury and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4). This incident was originally assessed as a malfunction, which was captured in the quarterly report for exception (B)(4) in 2010. However, during a routine complaint data review, we chose to take a more conservative approach and this file was reassessed and determined to be an MDR reportable event.